Manufacturer narrative:
(B)(4).

Event description:
The patient experienced arachnoiditis when the pump was implanted. Specific symptoms were not reported. The patient had an MRI (magnetic resonance imaging), the date was not reported. The patient was pursuing further diagnostic options.